Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads and minor scratches on display window noted during visual inspection. Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
It was reported the customer was hospitalized for low blood glucose on (B)(6) 2014. Customer's blood glucose was 40 mg/dl at the time of hospitalization. The customer stated their low blood glucose was caused by being active. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the customer had incorrect programming of their blood glucose on their insulin pump. The customer also reported there was a missing piece from their battery compartment and the threads were exposed on the battery cap. Customer's blood glucose was 128 mg/dl at the time of the call. Customer was advised to revert to a back-up plan as their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.